Manufacturer narrative:
The insulin pump had unresponsive button due to flattened esc and act buttons dome switch. There was no button error alarm during testing. There was no unlocked j2/lcd keypad connector noted. The device had minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received the button error several times in the past, however, this time they cannot clear the alarm. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis .